Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy for atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response (rvr). The discriminator initially withheld but then the match scores were insufficient to withhold and delivered therapy. The implantable cardioverter defibrillator (ICD) remains in use. The patient was post-CABG surgery when this occurred. No further patient complications have been reported as a result of this event.